Event description:
It was reported that the patient developed a pocket hematoma and presented to the clinic. A computed tomography scan revealed no fluid in the pocket. The patient was discharged home in stable condition. On (B)(6) 2014 the patient was admitted into the hospital due to onset of fevers and hypotension. The patient had developed an infection. Blood cultures confirmed a methicillin-resistant staphylococcus aureus infection and the patient was prescribed antibiotics. The patient stabilized and the device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.